Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming, excessive no delivery and self-tests. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. There was no calibration error. The high predicted alarm and low predicted alarm functioned properly. The insulin pump communicated properly with the test blood glucose meter. The blood glucose value on the meter was displayed on the insulin pump screen. The insulin pump had minor scratches on the display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 24 mg/dl. Customer advised the insulin pump did not alarm when their blood glucose was severely low. Customer treated their low blood glucose with cranberry juice and peanut butter. Customer experienced calibration error alarm in addition to low blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.